Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the syringe 10ml ls 21x1 dn india bp experienced foreign matter contamination which was noticed prior to use. The following information was provided by the initial reporter: found black colour dust in and outside of syringe barrel. 4 units of syringes shown to us. This product supplied to the hospital in the month of august 2019.

Manufacturer narrative:
H.6. Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples (4) emerald 10ml 21ga from lot # 9089973, product # 303082 with the reported issue of ¿found black color dust in and outside of syringe barrel¿. DHR reviewed found no non-conformities. The team reviewed the packaging process and identified process controls, which were found in place in working conditions. As per lot manufacturing records, no similar defect was reported during in-process inspection and assembly operations. No such defect was found during the inspection of retention samples available at plant. The customer return samples however showed a lot of holes looking like pests infestations. Infestation is the state of being invaded or overrun by pests. There is a chance that the storage conditions at the distributor / customer end is compromised causing the package integrity to be compromised. The storage conditions on the distributor will be further investigated and will be shortly initiated. Based on the samples and/or photo(s) received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. H3 other text : see h.10.

Event description:
It was reported that the syringe 10ml ls 21x1 dn india bp experienced foreign matter contamination which was noticed prior to use. The following information was provided by the initial reporter: found black colour dust in and outside of syringe barrel. 4 units of syringes shown to us. This product supplied to the hospital in the month of (B)(6) 2019.